Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to a hypoglycemic event with an blood glucose value was 34mg/dl. Customer reporting symptoms was eventually passed out, the customer was treated with glucose carb intake and ems dispatched. The customer also stated that the insulin pump was over delivery and physical damage. No further patient complications were reported. Troubleshooting was partially performed and it was known customer had been using the insulin pump within 48 hours of the reported event and auto mode feature was active at time of event. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis. Updating summary as follows: per notes, customer was not hospitalized and was treated by emergency medical services.

Event description:
Updating summary as follows: per notes, customer was not hospitalized and was treated by emergency medical services.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Customer returned pump for an alleged cosmetic damage located at the back, possible over delivery anomaly, loss of consciousness and ems dispatched for low bgs found on 06-mar-2024. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged pump/transmitter communication anomaly found on 06-may-2023. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/27/2023 to 03/12/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 06-may-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 06-may-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 06-mar-2024, there is no unexpected alarms/suspends. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm were found in the history files or traces for the event date of 06-mar-2024. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Cosmetic damage was confirmed at the back of the pump. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery anomaly and pump/transmitter communication anomaly were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.